Manufacturer narrative:
(B)(4).

Event description:
The complaint states that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be [low or high] counts aberration via data. No injury or medical intervention was reported.